Manufacturer narrative:
Final device analysis results revealed broken conductor wires.

Event description:
The extension was returned to the MFR for analysis after 9 months implant duration due to lack of stimulation. Impedance check on the lead was normal; impedance check on extension revealed impedances greater than 4000 ohms. The extension fractured completely at explant. The device was returned to the MFR for analysis.